Manufacturer narrative:
(B)(4). Date sent: 6/1/2023. B3: only event year known: 2023. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the customer has experienced that once they have fired the stapler, they often find that it gets stuck in the anastomosis area and that some major manipulation is required to get it out. Not infrequently, when the donuts are inspected, they have noticed un-fired/formed staples are witnessed on the staple row, which seems to come from the cross-stacked distal rectal stump. They are concerned that instead off cutting the stapler, the stapler instead pushes it out and then pulls it off when you pull out the instrument. They have experienced some minor leakages in this particular area.